Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-001: user had an inaccurate reference. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for low blood glucose test results. The customer stated she had obtained a result of 9 mg/dl (fasting/non-fasting not disclosed). The customer's expected blood glucose test result range was not disclosed. The customer feels well and did not report any symptoms. Customer stated due to the result obtained she had contacted the doctor who had advised her to go to the ER. Customer stated her blood glucose test result when at the ER 45 minutes later had been 134 mg/dl (fasting/non-fasting not disclosed). Customer did not receive a diagnosis or any medical treatment. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 12/30/2024; product storage and open vial date were not disclosed. The meter memory was reviewed for previous test result history (only one result provided): result 1: 91 mg/dl, date: (B)(6)2023, time: 12:10 pm. The customer stated that she had misread the 91 for the result of 9, and therefore, is no longer concerned with the result she believed to be 9 mg/dl.